Event description:
It was reported that during a routine follow-up, bipolar ventricular lead impedance was >1990 ohms. Capture was not present at 7.5 v. The impedance at a previous follow-up in february 2006 was 457 ohms.